Manufacturer narrative:
Investigation summary hemolysis/mechanical interaction with blood/low or blocked pump flow: the cause of the hemolysis and low pump flow was not established as no product or logs were returned and limited clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella rp flex was utilized via right internal jugular venous access in a 65-year-old male patient undergoing high-risk cardiac surgery complicated by postcardiotomy cardiogenic shock and low cardiac output syndrome. The patient was classified as scai stage d and was receiving extracorporeal membrane oxygenation, inotropic support, vasopressors, and mechanical ventilation for respiratory support. The patient had a history of prior coronary artery bypass graft surgery. During support, low flows were noted on the impella rp flex. The patient was found to have a cardiac tamponade involving the right ventricle, and fluid was drained. Laboratory evaluation demonstrated elevated markers concerning for hemolysis, including lactate dehydrogenase up to 3,700 and plasma-free hemoglobin up to 240, with subsequent improvement following intervention. Additional information received indicated that the cardiac tamponade, and associated hemolysis, were attributed to procedural factors related to the patient¿s high-risk surgical intervention. Following thoracic exploration and drainage of the tamponade, hemolysis resolved. A decision was made to transition the patient to a protek for longer-term support. Based on review of the available information, the reported events were attributed to postoperative and procedural factors associated with the high-risk surgery. Review did not identify evidence suggesting a causal relationship between the impella rp flex device and the reported patient experience. The patient survived.